Event description:
It was reported that the plaintiff was implanted with a monarc sling on or about (B)(6) 2005 to treat the plaintiff for stress urinary incontinence. It was alleged by the attorney for the plaintiff that after the implant the plaintiff suffered serious bodily injuries, including extreme pain, continued stress, urinary incontinence, erosion of her internal bodily tissue and other injuries, pain, mental anguish, emotional distress, inflammation, and injuries. Additionally, the plaintiff has experienced significant mental and physical pain and suffering, has required multiple surgeries and revisionary procedures, and has sustained permanent injuries.

Manufacturer narrative:
Should add¿l info become available regarding this event it will be re-evaluated and a follow-up report will be sent.